Event description:
Patient's lead and generator were replaced due to the high lead impedance. Explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
High impedance was observed on a patient's device. No surgical intervention has occurred to date. No additional relevant information has been received to date.